Event description:
A report has been received that a cv232 iol has been explanted with no complications from the right eye of a pt due to progressive opacification, first noted at approx 18-24 after implantation. Request has been made for add'l info.

Manufacturer narrative:
An investigation of the explanted device is underway. If any abnormality is found, a follow-up report will be provided. The device history records and sterility records have been reviewed by mfg and found to be in compliance.